Manufacturer narrative:
Article citation: e. Riggio, e. Toffoli and c. Tartaglione et al., local safety of immediate reconstruction during primary treatment of breast cancer. Direct-to-implant versus expander-based surgery, journal of plastic, reconstructive & aesthetic surgery, https://doi.org/10.1016/j.bjps.2018.10.016. The events of capsular contracture, necrosis, and fistula are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article "local safety of immediate reconstruction during primary treatment of breast cancer. Direct-to-implant versus expander-based surgery" from 'journal of plastic, reconstructive & aesthetic surgery pp. 1-11' the following complications, which did not necessitate revision surgery, were reported: poor aesthetic result, implant displacement, skin inflammation, seroma, rippling on the medial quadrants due to tissue thinning, breast pain, alteration of scapular and humeral movement and skin necrosis with fistula formation. And the following complications, which did necessitate revision surgery, were reported: poor aesthetic result, implant rotation with hypercorrection of the upper quadrants, baker 2/3, and implant micro-leakage detected by MRI. No further treatment information or affected side were provided.